Event description:
Staplers misfired while stapling across the stomach.at the second to last staple firing, the stapler did not fire completely across the tissue and left several partially closed staples along the distal aspect of the staple line. We then attempted to fire another stapler across the stomach just to the patient's right of the abnormal staple line but we experienced a recurrence of the abnormal firing. We then removed all of the visible partially fired clips and subsequently fired a 60 blue load up to the angle of his, staying to the right of the abnormal staple line. This firing was successful and the specimen was completely divided from the sleeve, which was taken just lateral to the gastroesophageal junction.